Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that as the impella cp ramped up in auto, flows were only 0.5 liters per minute position on fluoroscopy looked perfect and the patient received an angiomax bolus and drip so the medical doctor thought something was wrong with the pump. The medical doctor explanted this pump and placed a new impella. The patients outcome was noted as survived.

Manufacturer narrative:
The investigation was completed. Low or blocked pump flow: the pump was not returned for investigation. Total pump use was about three minutes. Data log shows that during pump ramp-up, a small motor current spike was reported without impacting any other pump parameter. Pump flow was low with an active suction alarm at the start of the case. The cause of the low pump flow issue was not determined without returned product investigation and sufficient clinical details. Device history review was completed and passed all post sterile inspection checks.